Manufacturer narrative:
This report is submitted on february 08, 2023.

Event description:
Per the clinic the device was explanted on (B)(6) 2023, due to pain at implant site and poor performance with the device. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 18, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). This report is submitted on march 10, 2023.